Event description:
Surgeon was performing a CABG x 3 procedure. Pas-port device was used during the procedure. Pas-port device was loaded without incident. Device was placed onto the aorta and deployed. Post fire inspection was performed and the implant appeared to have caught the backwall of the aorta.

Manufacturer narrative:
Physician thinks he was pressing down too hard on the aorta during the deployment, which would have caused the event.